Manufacturer narrative:
Complaint no: (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The registered nurse (rn) reporting the high drain alarm was not present at the time of the error message. A technical service representative instructed the rn to perform a manual drain using the homechoice. The rn was unable to provide any additional information and would call back if additional problems arise. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.